Event description:
It was reported one day post implant the lead "malfunctioned," and as well, the helix would not deploy. Consequently, a revision procedure was completed: lead excised and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis finding: distal conductor distorted at connector. The lead was returned with the helix fully retracted and blood and tissue was present. Electrical testing to determine continuity of the conductor(s) passed. The distal conductor was distorted within the connector and as a result, the helix length measurement test was not possible. The distal conductor had been over-retracted in the connector. Apparent explant damage noted.